Event description:
It was reported that ¿several years ago¿ there was a pump reservoir volume discrepancy. The healthcare provider (hcp) performed a dye study and found that the patient had developed a ¿bump¿ where the catheter went into the spine. The patient did not know if the bump was a build-up, calcium or what it was made of. It was unclear what medications the device delivered at this time; however, the device currently delivered fentanyl, clonidine, bupivacaine and dilaudid. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).